Event description:
During administration of vancomycin, IV pump began to exhibit high pitched sound. Nurse tried to put pump on hold. The pump would not go on hold or turn off. Pump indicated, it was continuing to run and infuse fluids at this time and after the nurse removed tubing from the pump. Volume infused indicator did not change numbers. Pt was delayed in receiving IV antibiotics.